Event description:
It was reported that a portion of the navigated mis jig - b was broken off of the resection depth guide during testing by the manufacturer sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that a portion of the navigated mis jig - b was broken off of the resection depth guide during testing by the manufacturer sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Manufacturer narrative:
Device not yet returned for investigation.